Manufacturer narrative:
No product was returned for evaluation. Therefore, no conclusion may be drawn to attribute to the reported fractured device. For any reported known and verified lot number, a review of the device history record took place. No nonconformance was noted. Therefore, the device was manufactured to specifications.

Event description:
This report is a summary of one (1) malfunction event. A review of the event(s) involved a device experiencing a broken hex. No adverse event patient information was reported. No information regarding patient demographics have been provided.

Manufacturer narrative:
No product was returned for evaluation. Therefore, no conclusion may be drawn to attribute to the reported fractured device. For any reported known and verified lot number, a review of the device history record took place. No nonconformance was noted. Therefore, the device was manufactured to specifications.

Event description:
This report is a summary of one (1) malfunction event. A review of the event(s) involved a device experiencing a broken hex. No adverse event patient information was reported. No information regarding patient demographics have been provided.